Event description:
The user received questionable ion selective electrode (ise) results for three patient samples. Of the data provided, the sodium and chloride results for one patient sample were discrepant and reported outside the laboratory. The original sodium result was 118 mmol/l which was reported outside the laboratory. The repeat result was 140 mmol/l. The sodium result for a redraw sample for the patient was 144 mmol/l. The original chloride result was 119.8 mmol/l which was reported outside the laboratory. The repeat result was 100 mmol/l. The sodium result for a redraw sample for the patient was 103 mmol/l. The repeat results were believed to be correct. The diagnosis of acute hyponatremia was made after the na value of 118 mmol/l was reported. The patient was administered 3% nacl 100 ml bag. The patient was discharged (B)(6) 2012, about 24 hours after admission, and the discharge notes said she was almost back to normal. No adverse events were reported. The sodium and chloride electrode lot numbers and expiration dates were not provided. The field service representative could not find a cause and was unable to duplicate the error. He inspected the instrument for any visual signs of ise failure, then ran through 30 cycles of an ise check with acceptable results then ran a 25 cup precision test. He determined the instrument was operating within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Based on information provided, the investigation determined a possible root cause of the event was a leakage flow either due to air in the measuring channel or leakage flows which come from the waste.